Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail ii jr3.5. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the xience v stent delivery system (sds) used in the procedure may have assisted in the investigation and determination of a cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately tortuous and calcified lesion, such that the balloon ruptured upon the first inflation at 8 atmospheres, which is below the rbp. Additionally, it was reported the lesion was not pre-dilated prior to use of the xience v sds, which also may have contributed to the balloon rupture. It should be noted the xience v instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Without the product to examine, a conclusive cause could not be determined. There were no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed for the reported lot and there have been no related incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the right coronary artery. The vessel had moderate tortuosity, moderate calcification, was an eccentric lesion with a 90% stenosis. The target vessel diameter is 2.5 mm and the target vessel length is 10 mm. The patient was implanted with the 2.5x15 mm xience v without pre-dilatation prior to stenting. The xience v balloon ruptured at 8 atmospheres for 20 seconds on the first inflation. The stent delivery system was removed from the patient and a pinhole rupture was noted. Another balloon was used to postdilate the stent successfully. No patient adverse effects were reported. No additional information was provided.